Event description:
The customer reported, the paddles button is stuck.

Manufacturer narrative:
(B)(4). The customer reported the paddles button is stuck. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.